Event description:
On 6/17/1996 there were two skull clamps received with the comment, slips off patients head. There were two separate incidents one on 5/31/96 which occurred during preoperative positioning and resulted in a 2" scalp laceration required sutures and there were no postoperative complications.